Event description:
While attempting to cross a total occlusion during a st segment elevation myocardial infarction (stemi) procedure, the calcified vessels created torque. The tip of the guide wire broke off and remained stuck in the end of the balloon. After consulting with another physician, the balloon was removed with the wire tip still in place.what was the original intended procedure?cardiac catheterization.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.